Manufacturer narrative:
As a baylis medical device was reported to be among the devices used in the procedure, baylis medical has decided to submit this report.

Event description:
A case of cardiac tamponade was reported during a left atrial appendage closure (laac) procedure, where the baylis medical company versacross connect transseptal dilator (vxa) and the versacross rf wire (vxw) were used. During the transseptal workflow, the vxa and the watchman fxd double curve sheath were advanced over the vxw and positioned on the septum. Transseptal puncture with the vxw was attempted twice unsuccessfully. A pericardial effusion leading to a tamponade was noted around the aorta. Protamine was administered, pericardiocentesis was performed and a drain was placed and sutured. The patient was later transferred to the ICU and is expected to fully recover. As baylis medical devices were reported to be among the devices used in the procedure, baylis medical has decided to submit this report. A separate problem report has been submitted for the versacross versacross connect transseptal dilator with MDR report number 3019751610-2022-00042.